Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a fluid leak occurred. Clear fluid was visually observed coming form the bottom of the dialyser. The machine did not alarm. There was no blood loss to the patient. The patient's blood was rinsed back before setting up with new supplies. Patient has no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample available.